Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the syringe 1ml ls tuberculin there was difficult plunger movement and stopper separation from plunger. The following information was provided by the initial reporter. The customer stated: there were two issues with the device: difficult to draw: it was difficult to draw the solution (tight). Stopper separation from plunger: the stopper was separated from the plunger."

Event description:
It was reported when using the syringe 1ml ls tuberculin there was difficult plunger movement and stopper separation from plunger. The following information was provided by the initial reporter. The customer stated: there were two issues with the device: difficult to draw: it was difficult to draw the solution (tight). Stopper separation from plunger: the stopper was separated from the plunger.".

Manufacturer narrative:
H.6. Investigation: two photos and two samples were received by our quality team for evaluation. From the photos, the plunger rod was observed to be detached from the stopper and the plunger head was observed to be missing. From the photos, the team was unable to determine the plunger movement functional failure. The sample returned for the plunger hard to move issue was subjected to plunger breakout and sustaining force test and were within specification. The sample returned for the plunger gasket separation issue observed the plunger was separated from the stopper due to plunger head chip off. A device history record could not be evaluated as the lot number is unknown. For the plunger hard to move issue, as the samples passed the plunger breakout and sustaining force test specification, the root cause could not be determined. The probable root cause of plunger head chip off could have been due to the molded plunger tip hit against the molded plunger target box when transferring from the molding machine to assembly line. H3 other text : see h.10.